Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product ID addrl1, implanted: (B)(6) 2012; product ID 4965-35, implanted: (B)(6) 1998. (B)(4).

Event description:
It was reported that the patient presented not feeling well with bradycardia. The lead had a rise in impedance and noise. A lead fracture was suspected and ruled out with an x-ray. It was noted that the lead was possibly pulled as the patient grew. The lead was replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.